Event description:
It was reported that a crack, approximately 1" in length, was identified on a bur guard prior to an oral procedure. There was no patient involvement, and other bur guards were available for use.

Manufacturer narrative:
The device has been received at the manufacturer, and a quality evaluation will be completed. A follow-up report will be submitted once the investigation is complete.